Event description:
It was reported that undersensing of r waves was noted on the ventricular sense amplitude test of the implantable cardioverter defibrillator (ICD). The patient was in clinic and seemed to be sensing everything properly with everything working well. Pseudopseudo fusion was discussed as a possibility why the undersensing was observed on the test though the specific reason for the observation during the test could not be pinpointed. The patient was to be monitored. There were no patient consequences.